Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault. The log files were reviewed and showed the driveline communication faults on (B)(6) 2025. The customer was instructed to switch out the modular cable and system controller to see if it resolved the issue. A picture of the pins of the modular cable connector were to be taken. The system controller and modular cable were exchanged without issue. The fault went away and had not returned. A picture of the modular cable connector was unable to be taken. There was no obvious damage in the connector but it was noted to be a bit dirty along the threads. The modular cable and system controller would be sent back for investigation. The alarm resolved post exchange.

Manufacturer narrative:
G2 - report source: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarm. The system controller event log file captured a driveline communication fault alarm on 15jun2025. No other notable events or alarms were captured, and the pump appeared to operate as intended at the set speed. Evaluation of the returned modular cable confirmed wire damage that would have resulted in the driveline communication fault alarm observed in the log files (refer to MFR # 2916596-2025-04090). The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." This section also outlines system controller alarms as well as how to respond to each alarm condition. Section 5 of the patient handbook, alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. This section also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.